Event description:
As reported by patient support, patient support received an email from a care advocate that post tavr follow-up results with a 23mm sapien 3 ultra resilia valve revealed a mean gradient of 13 mmhg. Subsequent results were as follows: 2 months post tavr 20mmhg, 5 months post tavr 22mmhg, 10 months post tavr 29mmhg, and 1 year post tavr 39mmhg. The patient denies any symptoms. Patient met with a cardiothoracic surgeon and interventional cardiologist that performed her tavr, to discuss possible intervention. According to the patient, it appears that having open heart surgery would be the next step, but she wants to know what our physicians think. She also mentioned that she has a history of arteriovenous malformations (avms) and is taking plavix and asa. One of her doctors had suggested taking warfarin, but her neurologist and neurosurgeon had advised against it because of the avms as it may cause brain bleed.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for increased gradient was unable to be confirmed due to unavailability of medical record/imagery. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.